Event description:
Reporter reports that the patient's has issue with the up and down arrow responding intermittently on their pump. Reporter mentions that the patient has to press harder and several time to get them to respond. Reporter mentioned that the issue has been going on for a couple of months. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.